Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a medical procedure, the physician noticed that the distal part of a neuron 6f 053 delivery catheter (neuron 053) was damaged and kinked upon removal from the packaging. The damaged neuron 053 was found prior to use and therefore, was not used for the procedure. The procedure was completed using a new neuron 053.

Manufacturer narrative:
Result: the distal tip of the neuron delivery catheter 053 (neuron 053) was ovalized approximately 0.5 and 1.0 cm from the distal tip. Conclusion: evaluation of the returned device confirmed that the distal tip of the neuron 053 was damaged. This type of damage likely occurred due to improper handling during removal from the packaging or preparation. If the device is forcefully gripped or pinched during removal from the package or preparation, damage such as this may occur. Neuron 053s are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.